Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pacing impedance had steadily decreased since 2008. The lead will be replaced when the ICD reaches eri. The lead will be monitored until then.